Manufacturer narrative:
The investigation into the low pump flow and the vascular damage has been completed since the original report was filed. Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the low pump flow and the vascular damage was unable to be determined because no product was returned for evaluation and no data logs, insufficient clinical information was provided. The failure mode will be monitored and trended.

Manufacturer narrative:
Benchtop investigation of the returned pump will be performed after return of the device. When the investigation is complete, a supplemental report will be filed.

Event description:
A 33-year-old female presented with peripartum cardiomyopathy and received hemodynamic support by an impella cp cardiac pump. The patient was transferred from (B)(6) university hospital to (B)(6) heart diseases center. The patient suffered from vascular damage at the impella access site which has been repaired by surgery. The patient has been stable afterwards.